Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that suspected externalized conductors between the two coils were observed. The lead was explanted.

Manufacturer narrative:
A partial lead with the lead tip measuring 45.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.2-13.3cm from the lead tip. Internal insulation abrasion was noted at 25.7-26.2cm and 26.5-27.6cm from the lead tip. The etfe coating was intact at these locations.